Event description:
It was reported that the device and lead were explanted due to oversensing and crosstalk observed on the ventricular channel. It was not known why the device did not pace, as the patient is pacemaker dependent. The entire system were replaced, as it was not known which device contributed the anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The oversensing and crosstalk were not verified in the laboratory. X-ray inspection detected no anomaly. The device was tested in saline with leads and no oversensing or crosstalk was reproduced. The device's functionality was tested and no anomalies were detected. The device met all specifications.

Event description:
A patient reported blood glucose results of '300 mg/dl' and '230 mg/dl' with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.